Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use. Customer tested negative with a repeat cue covid-19 test and two unspecified antigen tests, test dates unknown. Customer was unresponsive to technical support attempts to collect additional information. No further information including cartridge lot number, cartridge serial number, reader serial number, patient specific information, and antigen test information.